Manufacturer narrative:
Evaluation results: one cadd legacy plus was returned for investigation in good condition. A review of the event history log evidenced the following: "0949> error 1871 - (B)(6) 2019 2:59:00 pm. " the investigator powered the device and performed a motor run test. Error code 1871 was duplicated during the motor run test. The investigator noted that the product problem occurred because the motor's hub gear was not in place due to a loose screw. The motor's hub gear, and hub gear screw were replaced as a result. The problem source of the reported product problem was unknown. A root cause was not established.

Event description:
It was reported that the pump gave error code 1871. There was no patient involvement.